Event description:
Dental office rep called and reported that they got gluma desensitizer in a pt's eye. They had a male pt in the chair and some gluma desensitizer splashed a little bit in the eye. They rinsed his eye with water, but he said it was still burning a bit. On (B)(6) 2011, the pt was reported to be okay.

Manufacturer narrative:
This device did not cause a serious injury, however the event could have contributed to a serious injury. Based on the info provided there was no detail provided with regards to any type of medical intervention taken to preclude permanent damage. The device was not returned for eval. The labeling specifically indicates the requirement for eye protection for the user and pt. The irritation experienced is the result of the medical professional accidentally dropping product in the pt's eye. Necessary precautions to protect the eye was taken by the dentist however, it was not sufficient.